Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was preformed by tandem technical support and no issues were identified. Customer resumed insulin therapy. Customers blood glucose was 350 mg/dl.

Manufacturer narrative:
Customer reverted to an alternate method of insulin delivery.